Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a subacute hemorrhagic stroke. The exact timing of the stroke was unknown. The patient was unable to move their right side as a result of the stroke. The patient's family made the decision to withdraw care as a result of the patient's condition. The patient passed away following explant. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The device was not returned for investigation. The root cause of the stroke/cerebrovascular accident was unable to be determined due to insufficient clinical details.